Event description:
It was reported to philips that the battery for the device shorted while attempting to charge and calibrate on a cadex c7200 device. There was no patient involvement.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the battery for the device shorted while attempting to charge and calibrate on a cadex c7200 device. There was no patient involvement. The li-ion battery pack was returned to the failure analysis lab for evaluation. The battery was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. An initial battery capacity test resulted in none of the led indicators illuminating, indicating a depleted or faulty battery. Upon evaluating the returned battery, it was found that the battery was able to charge in both the mrx heartstart and cadex charger. The component was calibrated and manual shocks were successfully delivered when the battery was installed in a known working device. However, although the component was able to properly charge, it was noted that the battery mode cf flag was set upon receipt. Due to this abnormality, the component was determined to be potentially faulty and was scheduled to be returned to the vendor. Upon response from the vendor, it was clarified that a set battery mode cf flag is not indicative of a component malfunction, but instead is an indication that the battery needs to be calibrated to obtain a more accurate reading. The battery was successfully calibrated and the flag returned to normal. As such, there was no sign of a component failure and the battery was deemed to be fully function. No further evaluation was requested.

Event description:
It was reported to philips that the battery for the device shorted while attempting to charge and calibrate on a cadex c7200 device. There was no patient involvement. The li-ion battery pack was returned to the failure analysis lab for evaluation. The battery was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. An initial battery capacity test resulted in none of the led indicators illuminating, indicating a depleted or faulty battery. Upon evaluating the returned battery, it was found that the battery was able to charge in both the mrx heartstart and cadex charger. The component was calibrated and manual shocks were successfully delivered when the battery was installed in a known working device. However, although the component was able to properly charge, it was noted that the battery mode cf flag was set upon receipt. Due to this abnormality, the component was determined to be potentially faulty and was scheduled to be returned to the vendor.

Manufacturer narrative:
Additional information provided: updated section b5 with a failure analysis evaluation. Updated section d10 "return to manuf.?" And "date returned to manuf." To coincide with the product return. The h6 method code has also been updated to coincide with the evaluation of the returned component. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.